Event description:
It was reported that the patient presented in the emergency room feeling discomfort. Upon review it was noted that the pacemaker was in backup mode. A back up was attempted to be able to interrogate the device but was unsuccessful. The patient will continue to be monitored. The patient was in stable condition.